Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded and the sd card formatted to address the issue.